Event description:
The patient reported that his infusion device stopped working due to the battery life being too short. The patient also reported seeing a 2.01 displayed of the infusion device screen. The patient was aware of the power pack recall, but stated that he has not been changing his power pack every 2 weeks. He was advised to change his power pack every 2 weeks as instructed. The patient stated that he changed out his power pack and his infusion device started to operate properly. The patient did not need assistance from healthcare professional or second party. The patient discarded the product; therefore, no product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.